Event description:
It was reported via poster presentation entitled "vagus nerve stimulator in a pediatric population-surgical technique considerations in young children" that one patient experienced "dysphonia" and had vns setting decreased. Attempts for further information have been unsuccessful to date.